Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of medstationes - broken railing was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that swapped the bad drawer 5 with a new one due to bad rails and replaced the damaged pyxibus cable to resolve the issue and rebooted the device, tested successfully. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including a cut that exposes copper strands, sharp bends in the conductors, and visible burn marks. No fluid ingress or other anomalies were observed. Pn 353503-01: upon unboxing the drawer, it was observed that a bearing cage was inside the box. During dchu testing: pn 120547-01: no further testing was required due to evidence of thermal damage, including a cut that exposes copper strands, sharp bends in the conductors, and visible burn marks observed on the assy cbl pyxibus 6 drawer. Pn 353503-01: during manual testing of the drawers, it was observed that the top drawer was difficult to open, while no issues were noted with the bottom drawer. Internal inspection: pn 353503-01: the drawer was turned upside down for internal inspection. It was observed that the slide bearing cage on the right side of the top drawer was missing along with its slide bumper stop and a missing slide bearing cage. No further testing was necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported broken railing is attributed to a damaged slide bumper stop, which allowed the slide bearing cage to migrate out of position. The root cause of the damaged assy cbl pyxibus 6 drawer (pn 120547-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the circuit instability and the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the right side railing of drawer was busted. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6drawer which had signs of exposed copper strands. There were no adverse events or injuries reported based on this event.